Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 186 mg/dl, 140 mg/dl, and 80 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
It was reported that the doctors at the hospital were removing fibroid from a patient's uterus using a stryker resectoscope 30 degree cutting loop electrode. Allegedly during the procedure, the surgical team noticed that the loop had cracked, however, they continued to use the device in surgery. When the team lost sight of the loop, they realized that the loop on the top part of the electrode had broken off. The surgical team searched around the surgical area as well as inside the patient's body to try and find the loop but could not locate the broken part. There was another stryker resectoscope available for use and the procedure was completed successfully. The doctors did x-rays to try and locate the loop but no broken parts...